Event description:
During a scheduled follow-up of the implanted system, the physician observed several oversensing episodes stored within the associated ICD. These episodes reportedly started after the last ICD replacement procedure on (B)(6) 2012. The subject lead remains implanted.

Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.